Event description:
Event description guidant received information that at the time of a device changeout, this implantable defibrillation lead exhibited high pacing impedance measurements. Shock lead impedance measurements were unable to be obtained.